Event description:
The customer was hospitalized for high bgs. It was indicated that the pump had a blank display. Troubleshooting could not be performed due to the display. Instructed the customer to remove the batteries. The new batteries were inserted and the display still is blank.